Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision. Asr hip xl (right). Reason(s) for revision: pain. Update: received confirmation that patient did not undergo 2 revisions on one hip as originally advised and that the patient has had bi-lateral revisions. Corrected implant date, added hospital, added additional reasons for revision, corrected hip revised from left to right, added patient details - information received (B)(6) 2012. Reason(s) for revision: component loosening (stem).